Event description:
It was reported that the patient had a driveline comm fault on (B)(6) 2022. A system controller exchange was performed on (B)(6) 2022, however the driveline comm fault reoccurred on (B)(6) 2022. The patient's modular cable was then exchanged on (B)(6) 2022 and there have been no further alarms reported since.

Manufacturer narrative:
Section d: device information updated. Manufacturer's investigation conclusion: the reported event of driveline comm fault alarms was confirmed via the submitted log files. The modular cable (lot #: 7395159) was returned, a log file was downloaded for review and log files were submitted for review as well. A review of the log files showed overlapping events spanning approximately 9 days (03sep2022 ¿ 10sep2022, 04oct2022 per time stamp) and events spanning approximately 3 days (28may2022, 01jan2000, 10sept2022 -12sept2022 per timestamp). Events on 28may2022 are from manufacturing testing, events on 01jan2000 are from when the system clock was not set during manufacturing testing, and events occurring on 04oct2022 took place during testing at abbott. Beginning on 09sep2022 at 18:20:05, com_a_faults were intermittently active. These faults did not trigger an alarm until 19:09:07 when driveline comm fault alarms activated. On 12sept2022 at 6:43:13 until the end of the log file at 16:29:38 there were driveline comm fault alarms that had activated with intermittent com_a_faults. These alarms did not clear on their own within the events of the log files. There were no other notable alarms active in the log file. Pump operation was not affected. The modular cable was tested and was able to operate on a mock loop with no issues and no alarms activated when the cable was manipulated by hand while on the loop. The cable¿s insulation resistances and wire resistances were measured, and no atypical findings were observed; all measurements were within specification. The reported alarms were unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7395159) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.